Event description:
It was reported the patient was in the emergency dept., after receiving multiple shocks. Whenever the rf head was placed over the device, more shocks occurred and the interrogation never completed. The shocks didn't stop with the application of a magnet. Further investigation revealed gross oversensing, with spike of pacing lead impedance, to 1300 ohms. The lead was explanted and no further patient complications have been reported as a result of this event